Event description:
The customer reported that the pt went into asystole and there were no alarms heard before the pt expired. The biomed manager said that the users had been placing the bedsides on standby after discharging pts. He also said that the bedside alarms were turned off by the user and the product did not contribute to the incident. The pt was a do not resuscitate.